Event description:
On (B)(6) 2015, the rn was preparing the pt for discharge and was going to remove the IV catheter from his arm. When the IV was being removed, the plastic cannula broke off and was retained in the pt. He had to be taken emergently in surgery and had it removed. The IV needle was located in the left ac space and was in place for 96 hours per our policy and the MFR's recommendations. Diagnosis or reason for use: acute coronary syndrome.